Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during an attempt to create a right arm radial-radial arteriovenous fistula, both catheters were advance into the radial vein and artery antiparallel (venous catheter coming up from wrist in radial vein, arterial catheter getting toward and from brachial artery). The catheters were aligned perfectly, the wires were removed, plugged the venous catheter into the capital equipment generator but nothing happened. Reportedly, the venous catheter with the electrode allegedly did not move and patient did not show signs of electrode stimulation. A second attempt was made with another set of catheters and another generator with unsuccessful results. Therefore, the catheters were removed without issue. A surgical fistula will be scheduled for a future date. There was no reported patient injury.

Event description:
It was reported that during an attempt to create a right arm radial-radial arteriovenous fistula, both catheters were advance into the radial vein and artery antiparallel (venous catheter coming up from wrist in radial vein, arterial catheter getting toward and from brachial artery), after the catheters were aligned perfectly, the venous catheter allegedly failed to cut the tissue. A second attempt was made with another set of catheters and another generator with unsuccessful results. Therefore, the catheters were removed without issue. A surgical fistula will be scheduled for a future date. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. Investigation summary: electrode height was calculated and found to be approximately 0.67mm. A tissue cutting test was performed. The device was unable to cut tissue. The investigation is confirmed as the failure mode was reproduced. The investigation is confirmed as the failure mode was reproduced. However, the root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2021), g4. H11: b5, h6, (device code: 4015 - complete loss of power), and (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.